Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump fell causing the pump touch screen to become shattered and unresponsive. There was no adverse impact to customer's blood glucose. Reportedly, customer reverted to manual injections for insulin therapy.